Event description:
During a device change out procedure, an increase in the capture threshold was observed on the left ventricular (lv) lead due to a suspected lead dislodgement. Additionally, an increase in the capture threshold resulting in a loss of capture, low pacing impedance, and r wave amplitude variation were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. The lv and rv leads were both explanted to resolve the event. The patient was stable and will continue to be monitored.